Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-ipg-r, upn m365sc11320, model sc-1132, serial (B)(4), batch 205505.

Event description:
It was reported that approximately 40 minutes after the implant procedure the patient experienced paraplegia. The patient symptom was loss of feeling from the waist down. They patient underwent an explant procedure the same day, and the explanted devices were discarded. The physician does not feel the event was device related, and nothing happened during the implant procedure that may have caused or contributed to the event. He does not know the cause of the neurological symptom. The patient remains paralyzed, and was trying to get into a treatment facility for rehabilitation.